Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the posterior fixation surgery, while creating pilot holes the tip broke of the tool. Post-surgery, imaging with the o-arm was conducted to ensure no remnants were left within the bone, and none were found. It was reported that there was no patient or staff impact.

Manufacturer narrative:
Evaluation determined tool breakage was confirmed. The likely cause of failure is due to tool was used to push material when stationary. No additional failure found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the posterior fixation surgery, while creating pilot holes with mr8-avs10+mr8-10ba20d, the tip broke. Po st-surgery, imaging with the o-arm was conducted to ensure no remnants were left within the bone, and none were found. It was reported that there was no patient or staff impact.